Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the 90 cm cerebase straight distal access (da) guide sheath was received with a fracture of the joint between the pebax 72d segment l10 and the main vestamid shaft. The braid was not stretched between the separated segments. The other joints in the distal region of the catheter were intact, without obvious separations. The joint l10 - vestamid separated cleanly from one another, indicating inadequate adhesion of the two segments at their interfaces/edges. Dimensional analysis: outer diameter (od) dimensions were taken at all segments and interfaces, as well as 3 points along the proximal shaft. One dimension at the proximal edge of the l10-vestamid broken fuse (the vestamid side) was above the maximum specification of 0.111 inches at 0.1121 inches. The l10 side of the fracture was in specification at 0.0192 inches. All other dimensions met the drawing specs of 0.106 inches ¿ 0.110 inches distally (tip ¿ l9) and 0.107 inches ¿ 0.111 inches (l10 and proximal shaft). Conclusion: based on the images and the work value associated with tensile test of the unit, the catheter did not receive sufficient heat to form an adequate bond of the segments to each other nor to the underlying polytetrafluoroethylene (ptfe). A review of manufacturing documentation associated with this lot (31168610). There were no nonconformances related to device manufacture or inspection. This issue is being addressed through cerenovus quality system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, age, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone and email address are not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Section h.9: FDA correction/ removal reporting no.: 3007628272-02/02/2024-001-r. The procedure image included in the complaint underwent independent physician review. The assessment is documented below. ¿there is one image provided and a physician description of the complaint (in german). The image shows a right femoral artery with a catheter/device in place (cerebase guide sheath according to the description) that shows a kink. This kink seems to have happened on the pull back after the procedure was finished. The case was on (B)(6) 2023, and according to the physician description they had a similar problem on december 22nd, which made them report and discontinue the use of the device. The cause is not clear from the image and return of the device may allow further analysis to see if the root cause can be assessed.¿ physician name and date reviewed: (B)(6) md, january 31st, 2024. A review of manufacturing documentation associated with this lot (31168610) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / 31168610) ¿was broken when they took it out.¿ the issue occurred prior to the procedure. There was no negative patient impact reported. On 29-jan-2024, additional information was received. Per the information, the target vessels were the right common carotid artery (cca) and internal carotid artery (ica) for a carotid artery angioplasty and stenting (cas) procedure. The device was broken but not fully separated. The additional information included an image, ¿at the end of the successful procedure, before the placement of a closure device¿ the device was noticed to be broken. Nothing unusual was noted on the device packaging. There was no procedure delay from the reported issue. An image was also included with the additional information. The image will undergo independent physician review.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 26-feb-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.